Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip and a cracked belt clip slot. No damage was noted to the display glass.

Event description:
It was reported, the customer had damage to their insulin pump's screen. The customer also stated their battery loading slot had a crack. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.